Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion".

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it failed due to being incomplete. A review of the share logs was performed and loss of connection was not found within the investigation window. The allegation was not confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4). Correction " a review of the share logs was performed and loss of connection was not found within the investigation window. The allegation was not confirmed."

Event description:
The log was downloaded and reviewed finding no errors related to the complaint. The allegation was confirmed.